Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hyperglycemia and experienced a brain bleed while using the accu-chek guide meter and test strips. On (B)(6) 2022, the patient's blood glucose result was 198 mg/dl at 8:33 a.m. And 294 mg/dl at 1:53 p.m. After dinner, the patient's blood glucose result was 78 mg/dl at 7:52 p.m. The patient didn't administer insulin based on this result. Around 10:30 p.m., the patient experienced hyperglycemia and was hospitalized because he suffered a brain bleed. The blood glucose results at the hospital were not provided. The patient was in the intensive care unit under observation and received normal insulin therapy. The patient was expected to be released from the hospital on (B)(6) 2022. No further information was provided.